Manufacturer narrative:
(B)(4) -carefusion received a complaint from cardinal health (B)(4) that indicated a facility was utilizing an incorrect IFU (instructions for use) when cleaning/processing carefusion devices (89-6110): the correct IFU was provided with the devices at the time of purchase. One of the three devices was returned to carefusion for repair/maintenance. (Note that the repair/maintenance is not related to this complaint). The device was evaluated and did not show any signs of being modified or altered. The device was visually examined and was determined to require repair. The device was sent to carefusion's in-house repair department for inspection and repair. The customer stated that they inadvertently cleaned the devices using the incorrect IFU. This resulted in incorrect cleaning/processing of the devices, which could create a harmful situation for the pt due to potential blood borne pathogen exposure. The facility is in the process of testing (B)(4) pts for exposure and any subsequent disease manifestation.

Event description:
This complaint is being opened for reportability purposes only. Please reference the master complaint (B)(4) for all pertinent info. An email was received from cardinal health (B)(4) july 31, 2014. It stated "there was an issue with how the instruments were reprocessed. They weren't following the original IFU that was available when they bought the instruments in 2012. They have found out when there was some debris coming out of the handle. As a precaution, they have recalled all (B)(4) pts that the instruments were used on so they can be tested for hepatitis. None so far were positive. I've sent the new IFU (cf36-18288_26-2904-c) and they reviewed their procedures. They also had their instruments inspected and repaired by snowden-pencer." There was no pt injury. The procedure was a bariatric surgery; add'l info received from the customer august 5, 2014. It was reported that the exact date of incident in 2012 was unk. It was january 2014 that the facility figured out they were not cleaning the instrument correctly per the IFU. Add'l info received from the customer august 5, 2014. The lot numbers for two of the retractors was c1282. The third is unk, but is in transit to our mfg facility: add'l info received from the customer august 12, 2014. It was reported that the facility used the retractors on (B)(4) people through the year. There are no positive results so far from the testing being conducted. The facility still has not reached (B)(4) of the pts.